Event description:
The pt "blacked out for 4 days" after a new pump and catheter implant procedure. The pt believed that it was due to a drug allergy to the epinephrine and marcaine. The pt was concerned about anesthesia. The pt stated that she was allergic to "caines" and that the surgeon had used marcaine during the surgical procedure. The pt noted that the pump had changed her life and had "given her life back." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).

Event description:
It was later reported that, following the previously reported implant, the surgeon did not manage or fill the pump with drug and the patient was not given oral baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced withdrawal and an allergic reaction. Following the pump implant, saline was intentionally put into the pump so that the patient could heal before the pump was filled with drug. The patient was given oral baclofen 10mg, 3 times per day. The patient went into baclofen withdrawal from her oral baclofen and blacked out for four days. Only saline was in the pump at the time of the withdrawal. It was noted that, prior to pump implant, the patient took oral baclofen 30mg, every 4 hours. It was also reported that, at pump implant, the patient was left under anesthesia for too long because she was blacked out for 4 days. Per the reporter, the patient must have been left under anesthesia for too long because the previous surgical patient went into surgery for too long. It was noted that the patient had a marcaine block at implant, but was allergic to all "-caine" medications, including marcaine. The patient was vomiting for 3 weeks and went into cardiac arrest. The patient went by ambulance to the hospital a week after implant due to vomiting non-stop. At this time, no drug was in the pump. The patient was noted as receiving intrathecal baclofen therapy. The cause of the event, troubleshooting/diagnostics, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.